Event description:
It was reported the patient underwent successful angioplasty with stent followed by an angio-seal deployment in the right femoral artery in 2003. The pt presented to the hosp eight days later, with symptoms of infection (red, sore, tender) at the previous access site. The pt underwent surgery, where the angi0-seal device was removed, the site debrided, and the artery repaired.